Event description:
Complainant allaged that during biomed testing, the device displayed "bridge test failed" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.